Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that after wearing the pod between 1 and 4 hours it was noticed that the pink slide did not move forward, indicating a needle mechanism failure occurred.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that after wearing the pod between 1 and 4 hours it was noticed that the pink slide did not move forward, indicating a needle mechanism failure occurred.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the reported unknown needle mechanism failure. Although no problem was found with the device, the cause of the reported failure could not be determined. The soft cannula was found to be damaged. The length of the soft cannula was measured to be above the specification limit. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. It could not be determined how and when the damage occurred.